Event description:
The device was used during an unspecified procedure. Reportedly, the anvil tilted prematurely, the instrument did not cut, and the staples did not form properly. The surgeon performed a laparotomy and applied another device to complete the procedure. The hosp has reported the pt's condition is satisfactory.